Event description:
It was reported that two aides were transferring a resident in a lifter, when allegedly the weld connecting the top arm of the lift to the base unit broke and the resident fell three inches and was struck by the upper assembly.